Event description:
It was reported that the pulse generator exhibited loss of output and could not be interrogated. The patient was experiencing light-headedness and bradycardia. At the last follow-up in 2008, the device had 1.5 years estimated remaining longevity. It was noted that the patient failed to go to a scheduled follow-up. The pulse generator was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the pulse generator was prematurely depleted. The calculated estimated longevity from 2008 to elective replacement indicator (eri) was 18 months, however the device went into eri after 12 months. However, if any parameters were reprogrammed on the same day, the current drain may increase and thereby reduce the longevity. As received, the device exhibited no output or telemetry. When cut open and connected to an external power supply, normal device function ensued.